Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a post operative check the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing. It was also noted that the right ventricular (rv) lead sensing threshold was below the programmed range. The leads remain in use. No patient complications have been reported as a result of this event.